Event description:
It was reported that the patient with this pacemaker device exhibited noise and oversensing on this right atrial (ra) channel. Technical services (ts) reviewed the data and stated that the first atrial tachy response (atr) episode with noisy signals was recorded couple of months ago. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.